Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was asleep and they had just woken up with this massive surge so they altered it/changed the programs. The patient stated they looked online and they were advised to turn it down/off. The patient turned it off because they were getting stimulation that felt like it was around the end of a bone or something; the patient stated it felt really weird and they had not felt that before. The patient stated they didn't currently have someone looking after this and they hadn't been checked by an healthcare provider (hcp) in a couple of years. The patient requested a call back.